Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm. The customer reported a blood glucose value of 450 mg/dl. The customer reported hyperglycemia treated with a manual injection/insulin pen. The customer reported the following leading up to the event: no troubleshooting was identified. The event involved product(s) mmt-1781k. The customer reported recurring insulin flow-blocked alarms after troubleshooting. The customer has tried all remedies or does not want to troubleshoot recurring alarms. The customer reported high blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event and the auto mode was active. The customer declined to continue with troubleshooting. No further patient complications were reported. Mmt-1781k was requested and the customer response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.